Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture threshold. No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition.